Event description:
The customer reported to vyaire medical that the avea ventilator has fio2 issue. When set-up 40%, the monitor count fluctuated 7~8% lower. The patient was moved to another ventilator and there was no patient harm reported with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.